Event description:
It was reported that during a drug eluting stenting treatment procedure, a stent dislodgment occurred. The 90% stenotic lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The vessel size was 3.5mm. The access site was the right femoral artery. The lesion was predilated with a 2.5x20mm maverick2 balloon catheter, but it was very difficult to cross the lesion with the wire and the balloon. The physician advanced the 3.50x32mm taxus liberte drug eluting stent to the lesion, but was unable to cross. The physician saw that the stent seemed to be dislodged from the balloon. The physician then pulled the stent into the guide catheter. During the withdrawal of the stent delivery system and guide catheter; the stent embolized into the left leg. For the physician it was not possible to find the stent again because it was under the knee. The patient's condition was well the whole time. According to the physician the stent is in a safe area. The physician completed the procedure with three bare metal stents. Patient status is reported as "good condition".

Manufacturer narrative:
Device evaluation: product analysis verified the difficulty as stated in the complaint. The delivery device without the stent on the balloon was received in good condition with no damage observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. The taxus liberte directions for use (dfu), state: - if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. - do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the stent dislodgment can be attributed to not following the stent removal directions in the dfu.